Event description:
Event: conversion to standard open repair. Case details: the graft was successfully deployed. The limbs were tortuous and the physician chose to place two 14mm dynalink stents, one in each limb. The two stents were fully deployed, but not ballooned. The final angiogram was then performed and revealed a slight type I superior endoleak. The superior attachment was unsuccessfully reballooned. A third stent from another manufactuer, sized for the aortic neck, was mounted on a balloon and the physician attempted to deliver this to the superior attachment system. This aortic stent became stuck upon the stent in the ipsilateral limb about half-way through. The physician attempted to push the stent through and the ipsilateral limb and attachment system was pushed into the aneurysm sac. The patient was converted to open repair. The patient was reported as doing fine as of 7/02.